Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 120 units of insulin. The customer was able to load a new cartridge successfully. Additionally, the customer experienced an elevated blood glucose (bg) level of 279 mg/dl, which was addressed with a correction bolus. System check with tandem technical support was performed and showed that the pump was performing as intended. The customer confirmed the supplies on the pump would be changed. During a follow-up call, the customer reported blood glucose (bg) level came down to target range (192 mg/dl), and the customer was doing well.